Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump goes into threshold suspend when he is not low. Customer's blood glucose was 165 mg/dl and his sensor glucose was 55 mg/dl. Differences between readings were not within an acceptable range. It was found that the customer only inserts in the stomach area. Customer stated that he is running late and would like to stop troubleshooting.